Event description:
Per rep, this system was removed due to infection brought on by the pt picking at the sight. A new lumax 340 hf-t was implanted along with two st. Jude leads. The hospital has discarded the system. Also associated with this system: 7000-65, 1788t-52.